Event description:
It is reported that the patient was revised due to loosening and pain.

Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report #1822565-2013-01541.